Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -12.5 diopter, into the patient's eye on (B)(6) 2018. Intraoperatively, the lens was successfully exchanged with an alternate lens. The reason for the exchange is that it "was not positioned correctly." "No patient injury" is reported.